Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that approximately one month post implant, the patient complained of fatigue, shortness of breath and muscle stimulation. On (B)(6) 2013 the left ventricular lead was explanted due to high thresholds and phrenic nerve stimulation. The lead was replaced without complication.